Event description:
Implant didn't achieve osseointegration, implant wasn't completely covered with bone, no thread tap used, smoker, periodontal disease, complication in site preparation, inadequate bone quality/quantity, mobility.